Manufacturer narrative:
Other text: b3: date of event is unknown h6 evaluation codes: updated h3: updated one infusion pump was received for evaluation. Visual inspection found tamper seals to be removed. The device was observed to have fluid contamination. The device?s event history log was reviewed for evidence of reported problem, nothing was found. To conduct functional testing the disposable was attached to the device. Upon investigation it was revealed the reported problem was duplicated. Testing found defective downstream occlusion sensor due to the contamination of fluid ingression was the cause of the issue. The downstream occlusion sensor was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - clinical signs and symptoms or conditions corrected health effects - health impact corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed downstream occlusion error. No patient injury reported.